Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.5x20mm drug eluting stent, to treat in-stent restenosis, but was unable to cross the lesion. The 90% stenosed lesion was located in the calcified and tortuous, proximal left anterior descending (lad) artery. The physician removed the stent and noted that the stent edge was raised. The procedure was completed with a different device, unknown type and size. No patient complications occurred. Patient status is noted as "good".